Event description:
The patient's neurological evaluation dated (B)(6) 2012 indicated that the patient had an increase in seizures including two the previous day. The patient's vns had not been evaluated in some time. On this date, the patient's device was interrogated and high impedance was seen. The device was reprogramed, and the physician was concerned about lead fibrosis. Notes dated (B)(6) 2012 indicated no seizures and adjusted settings were provided. Lead impedance was high on this date and there was doubt about fibrosis. Clinic notes dated (B)(6) 2012 indicated that the patient had a seizure on (B)(6) 2012 and one that morning with anxiety, loss of consciousness, and urinary incontinence. It was also noted that the patient had breakthrough seizures and non-compliance. Medication was to be restarted. Notes dated (B)(6) 2013 indicated an increase in gtc seizures. On (B)(6) 2012 an ER physician indicated that the patient's vns looked different and needed to be checked. Settings from this date were provided; however, it could not communicate for diagnostics. Additional follow-up showed that the increase in seizures (below baseline) was related to the high impedance. X-rays were taken but would not be provided for review. There was no manipulation/trauma, and the physician did not see anything abnormal in regards to the appearance of the vns. Diagnostics were unsuccessful because a high impedance message was seen, but the programming system was working well. Surgery is likely but has not taken place.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Generator analysis was approved on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
An implant card received on (B)(6) 2013 indicated that this vns patient underwent full revision on (B)(6) 2013. The generator was returned on (B)(6) 2013 and is pending analysis.